Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's dexcom app displayed ¿low¿. The patient could not recall the glucose value of the fingerstick that was taken. He attempted to calibrate the sensor, but the readings didn't match (unspecified value). The patient began feeling dizzy and eventually lost consciousness. The patient's son called 911. When the ambulance arrived, paramedics administered a glucose IV. The patient was transported to the emergency room, where he was given food (unspecified) and monitored. The patient stayed at the hospital for a few hours until his condition stabilized. At the time of the contact, he confirmed that he was back to normal and in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.